Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information for resetting the pump, and after assistance, the malfunction code did not recur. The customer was instructed to call back if the issue recurs and acknowledged understanding.